Manufacturer narrative:
Age at time of event: (B)(6). A visual and microscopic examination identified solidified blood and solidified contrast media within the inflation lumen. The hypotube shaft was kinked approximately 32.5cm from the catheter strain relief. The distal shaft and midshaft were stretched along several points. This type of damage is consistent with excessive force being applied to the delivery system during advancement and withdrawal. The device was attached to an encore inflation unit and an attempt was made to inflate the device to its rated burst pressure. It was not possible to inflate the balloon. A leak was identified on the distal shaft approximately 23.8cm from the catheter tip. A microscopic examination confirmed a tear from the distal shaft to the rx port for approximately 13mm in length. This type of damage is consistent with excessive force being applied to the proximal end of the guidewire causing it to be pulled through the distal shaft at the rx port, creating the tear identified. A microscopic examination identified blade damage on the proximal section of a blade. This damage is consistent with the blade snagging on the stent as reported in the complaint event. All blades were present and fully bonded to the balloon surface. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is "use error" because the device was not used in accordance with the directions for use (dfu). The dfu states in the ¿warnings¿ section that ¿balloon pressure should not exceed the rated burst pressure. The complaint states that the flextome balloon was inflated to 15 atm on fifth and sixth inflations. (B)(4).

Event description:
Same case as MFR report #: 2134265-2011-01018. It was reported that during a percutaneous coronary intervention (pci), balloon withdrawal resistance. The pci was treating a previously placed 2.5x24mm taxus liberte stent placed in the moderately tortuous distal right coronary artery (rca) that experienced a 75% restenosis. A 3.0x10mm flextome monorail cutting balloon was advanced to treat the restenosis and was inflated 7 times: 1st inflation: 6 atm's, 2nd: 8 atm's, 3rd: 10 atm's, 4th: 12 atm's, 5th: 15 atm's, 6th: 15 atm's, 7th: 10 atm's. Upon removing the balloon, severe resistance was encountered. It was noted that the "rewrap of the device was not good". A mach 1 guide catheter was deeply positioned to the mid rca and it was managed then to remove the balloon. Ivus was then performed and it was noted that a part of the implanted stent had lifted, and that there was thin plaque in the mid of the stent and the balloon blade might have got stuck with the mid part of the stent. The stent damage of the implanted stent was treated with additional balloon inflation. It was commented that the physician had to forcibly pull the device to remove it and the shaft was elongated. No further patient complications were reported and the patient status is good.